Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one low out range shock impedance measurement was noted on this device and right ventricular (rv) lead. A memory dump as well as a combined follow up report and x-ray was performed and sent for technical review. Boston scientific technical services (ts) noted that due to one out of range shock value being recorded could be indicative of an interference that caused the device to record a wrong/inappropriate value. No signs of a rv lead issue was noted by ts when reviewing latitude remove monitoring system. The system remains implanted. No adverse patient effects were reported.

Event description:
Additional information received noted that noise was seen as well as out of range pace impedance measurements, high pacing thresholds, and out of range shock impedance measurements on the rv lead. A possible subclavian crush was suspected, and a lesion was visible with x-ray. A revision took place but the extraction of this lead did not work. Thus the lead was cut at the proximal part and will be sent for analysis. A new competitor lead was implanted with the same device. No additional adverse patient effects were reported.